Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. The customer did not report how the pump time became inaccurate. Customer's blood glucose was 445 mg/dl. Reportedly, the customer adjusted the pump time to be accurate.